Event description:
Catheter plastic tip was open widely.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the returned photo, needle pierced through catheter was observed. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Needle pierced through catheter could happen during product application when the product was manipulated, or during needle cover removal if not done carefully. As current control, there is outgoing inspection and in-process inspection in place to check for needle pierced through catheter and catheter damage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 24ga x 0.75in catheter tip damaged / deformed / defective. Cather plastic tip was open widely.